Event description:
Unable to place ra lead, due to high pacing thresholds. Removed and used different lead.what was the original intended procedure?lead replacement.device #1is this a laboratory device or laboratory test?no.